Event description:
The customer reported a cross arm brake not working. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced cross arm brake. Unit is functional and operates as intended.